Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) identified that the biometric identification system was not functioning during user login, with no illumination observed and incorrect keys present onsite. The fse accessed the operating system environment and performed diagnostics on the biometric device, which passed all tests, then restarted the station back into the application. The fse coordinated with medbank support to review the configuration and found that the fingerprint scanner was set to an incorrect device. The fse updated the configuration to the correct lumidigm v30 device, saved the changes, and rebooted the system, after which users were able to successfully log in using the fingerprint scanner. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 biometric identifier was not working. However, there were no delays or adverse events or injuries reported based on this event.